Event description:
It was reported that customer experienced keypad anomaly. Customer reports that esc, act and up arrow buttons were not responding. Customer's blood glucose was 2.4 mmol/l, which was treated with food. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to the keypad connector on the lcd board unlocked. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.